Manufacturer narrative:
Work order search: no similar complaints were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm micl13.2 implantable collamer lens, -4.0 diopter, in the patient's right eye (od). The reporter indicated the surgeon is planning to explant the lens at a later date. The lens remains implanted. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch report will be submitted.

Manufacturer narrative:
(B)(4)